Event description:
It is reported that the large spike broke off as the surgeon was impacting the instrument on to the tibia.

Manufacturer narrative:
(B) (4). Evaluation summary: the most probable cause for this fracture is off-axis loading of the instrument. As the impaction tab is slightly away from the long spike, off axis loading would have resulted in a greater moment arm and may have led to the fracture at a peak. Evaluation: as returned, the longer of the two spikes has fractured and was not returned for review. Device history records for this device have been reviewed and were found to be conforming. Additionally, the device met print specifications, where measured (including material hardness). The device had a potential field age of approximately 4.5 years at the time of failure.